Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned tmj system. The mandible, fossa, and screws all show signs of use including marking and scratching on the fossa/ mandible surface. The screws also show debris in the screw threads. A dimensional analysis cannot be conducted on the product due to the years of implantation. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The designer of this device, 3d systems, was notified of this event and an investigation was conducted. Digital planning files did not reveal any issues. Post-operative scans were not available. The planned position was compared to the digital files showing the placement of the implants before they were removed. There does not appear to be a major difference in placement. However, without the post-operative scans to do an overlay between the planned and actual positions, it is difficult to determine the exact differences in position. The surgical team stated that both joints were found intact and there was no visible problem with the implants or screws themselves. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The reported event is confirmed, based on product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient underwent a bilateral custom tmjpm procedure. Subsequently, the patient was in constant pain. The surgeon revised the tmjpm joints. Both joints were found intact and no visible problem with the implants or screws.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D6a: implant in 2019. G2: foreign source: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.